Event description:
It was reported that the caller experienced a cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset procedure, and although the cgm error persisted initially, it was later resolved. A replacement pump was arranged, and the caller was instructed to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. The caller understood the instructions to place the pump in storage mode and return it using a pre-paid label within ten days. The sensor session was successfully restarted.